Event description:
It was reported that the patient had an inappropriate shock due to atrial oversensing during an atrial flutter episode. The sensing vector was set to the alternate vector. Technical services discussed some programming options. Later, the pulse generator and electrode were explanted and replaced with a transvenous system. There were no additional adverse patient effects.